Manufacturer narrative:
Patient had star sliding core bearing component revised after 9 years of implantation. Visual evaluation confirmed poly had normal wear. Device history record showed no anomalies.

Event description:
Patient had star sliding core bearing component revised.